Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during an arthroscopy, the short bevel wand was not working when connected to the console. The procedure was completed with a s+n back up device. There was a surgical delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. There are three bent pins in the connector. There is fraying on the inside of the connector from being twisted against the control system port. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the connector will not connect to the controller due to the bent pins. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage. Based on this investigation, the need for corrective action is not indicated.